Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as iritis." Evaluation of returned complaint samples is underway. If any abnormality is found, a follow up report will be provided,. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
A consumer reported experiencing discomfort over a 10 day period associated with wear of a o2optix contact lens and use of renu lens care solution, right eye. Eye care professional diagnosed mild iritis and prescribed pred forte drops. No reduction in visual acuity. Event under control with treatment.